Manufacturer narrative:
H6: the cause of this complaint is unk. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under CAPA investigation. This event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or instructions for handling and maintenance of the vaporizer plate and/or to residual h202 on the load following a completed cycle.

Event description:
Healthcare worker experienced a burning sensation with whitening of the skin on her right thumb while removing items from a load after the cycle completed. A dr in employee health examined the worker and bandaged up the contact site. The burning sensation resolved in 2- 3 hrs and the whitening of the skin resolved within one day. The vaporizer place was in place at the time of the event.